Event description:
It was reported that the patient experienced fluctuating blood glucose levels. The reporter mentioned the pump emitted recurring loss of prime alarms.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. The pump's alarm system functioned properly to alert the patient of loss of prime. No conclusions can be made at this time.